Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Since the actual sample was not returned, investigation of it could not be performed. History investigation of the product with the involved product code/lot#: no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found. Based on our past knowledge, we have been aware that the guidewire was fractured when the following force was applied. We have also been aware that there was regularity in the shape of fractured section of the wire depending on the mechanism leading to the fracture. When continuous torque force was applied in the same direction while the guidewire was bent, and the guidewire was fractured. No taper was found on the side surface of wire at the fractured section, and it was flat. Radial patterns were found on the fractured surface. When continuous torque force was applied in the same direction while the guidewire was straight, and the guidewire was fractured. A spiral pattern starting from the center was found on the fracture surface of wire. When repeated 90° bending force was applied, and the guidewire was fractured. No taper was found on the side surface of wire at the fractured section, and it was flat. Dimple patterns (hole-shaped patterns) were found on the fracture surface of wire. When pulling force was applied, and the guidewire was fractured. Taper was found on the side surface of wire at the fractured section. When pulling force was applied in a looped state, and the guidewire was fractured. Taper and curve were found on the side surface of wire at the fractured section. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. It was inferred that the actual product was fractured by applying some force described in investigation result. However, since the actual sample was not returned and investigation could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following inspections and control. Through eddy current flaw detection*, it is confirmed that there is no crack in the wire over the entire length. The outer diameter of wire is controlled to assure the strength of wire. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a kink or scratch. Eddy current flaw detection: when an alternating current is passed through a coil, a magnetic field is generated in the direction perpendicular to the current. When the coil is brought close to the conductor (core wire), an eddy current is generated on the surface of the conductor. If any anomaly including a crack is generated in the conductor, the eddy current avoids the crack and flows around the conductor, so that the flow changes as compared with the case where there is no crack. The method of detecting changes in the flow of eddy currents and searching for cracks is called eddy current flaw detection. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). Please see MDR 2243441-2023-00019 for the importer report.

Event description:
The user facility reported that the olympus guidewire broke off into the patient. The doctor was going to contact harrisburg for help to remove the wire as it was still in the patient.